Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: the pump was returned with corrosion in the battery compartment. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No further evidence of moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring and associated symptoms of 420 mg/dl with polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump froze after taking in water in the battery compartment while the patient was swimming. The reporter confirmed the pump was beeping and vibration; however, could not advance past the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a moisture ingress issue.